Manufacturer narrative:
Device not returned.

Event description:
Revision surgery due to screw back out at c4. Screw was explanted and the remaining construct was left in the patient. A stand-alone device at c3-c4 was used.